Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds and low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: product ID addr01 implantable pulse generator (ipg) implanted: 2007 (B)(6); product ID 5076 implantable pacing lead implanted: 2002 (B)(6). (B)(4).